Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will not charge and boot because of perpetual rebooting. Perform receiver "try it" tests. Unable to run because of perpetual rebooting. Functional testing was unable to be performed because of perpetually rebooting open receiver, detached u1 pcba, and retrieve the receiver download. Passed .measure the speaker resistance. Speaker resistance within specification the reported event of an intermittent audio output was undetermined. :the root cause for intermittent audio output could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.